Event description:
It was reported that the customer had dropped the insulin pump on the floor and the back of the device popped off. The blood glucose reading was 124mg/dl. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked end cap, missing end cap sticker, scratched display window, and bleeding lcd glass.